Event description:
The teeth on a blade broke during the decontamination process on an unknown date. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted and the report indicates the blade was received with several chips and wears at the teeth. One tooth is fractured off. The radiolucent blade u22-752-45 is found in the cervical retractor/distractor system. It is from a family of 23mm wide medial blades ranging from 40mm-60mm in length. The radiolucent blade allows for retraction of soft tissue of the cervical spine during cervical spine procedures. The peek material allows for improved visibility under fluoroscopy. The tooth was fractured off during sterilization. The drawing was reviewed by the complaint handling unit engineer. All specifications and materials are adequate for the devices intended use. The fracture of the tooth occurred during sterilization, it is not clear how the fracture occurred. The device history record review could not be performed as the records could not be identified. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Date device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.